Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's lead migrated possibly following a reported motor vehicle accident. As a result, the patient underwent surgical intervention where in the entire scs system was explanted.